Event description:
Pt revised for loose humeral stem.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 13 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.